Event description:
The product was used during a lar procedure. Reportedly, the instrument did not cut. The surgeon manually cut to complete the procedure. The hospital has reported no patient injury occurred.